Manufacturer narrative:
Section d4: corrected catalog number section h6: corrected health effect - impact code manufacturer¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted log files captured the device operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including various types of organ failures and dysfunctions (including right heart and renal failure). Section 5, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant. This section outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported events, as well as patient outcome, could not be conclusively established through this evaluation. The patient ultimately expired due to blood stream infection. The device reportedly operated as expected, and the outcome was not considered to be device or therapy related. An autopsy was not performed, and the pump was not explanted for evaluation. The submitted log files captured the device operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including various types of organ failures and dysfunctions (including right heart and renal failure), infection, and death. Section 5, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant. This section outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. The heartmate 3 lvas patient handbook, is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The main infection source was not provided. It was noted that the patient had pneumonia and many catheters. Patient treated with antibiotics and levophed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to bloodstream infection. The device worked as expected. The outcome was not device or therapy related. An autopsy would not be performed, and the pump would not be explanted or returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was hospitalized for dyspnea and x-radiology showed pneumonia. A cardiac echocardiogram was performed that found aortic regurgitation (ar) and right heart failure. A transesophageal echocardiography was performed, and severe aortic regurgitation and distension of right ventricle was found. Pump speed was adjusted from 5300 revolutions per minute (rpm) to 4500 rpm. Flow ranged from 3.8 liters per minute (lpm) to 3.0 lpm, and there was slight improvement of ar and right heart failure. The patient's mean arterial pressure (map) was 56 millimeters of mercury (mmhg) and central venous pressure (cvp) was 14mmhg. Norepinephrine was given. The hospital would continue to monitor patient vital signs. A do-not-resuscitate (dnr) order was signed after a discussion with family members. The patient received a transcatheter aortic valve implantation on (B)(6) 2024 and had central veno-venous extracorporeal membrane oxygenation (vv ECMO) for right heart failure support placed on (B)(6) 2024. Map improved to 70 mmhg and cvp was 8-11 mmhg. The patient had ventilator support oxygenation, continuous veno-venous hemofiltration (cvvh) for fluid overload and kept the norepinephrine and antibiotics treatment. The left ventricular assist device (lvad) operated as expected. Log files were submitted for review.